Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacturer date: monitor: 01/25/2018, electrode belt: 04/27/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020. The patient's passing was reportedly cardiac related. The patient was reportedly in the hospital prior to passing. The hospital staff was present at the time of passing. It was reported that the lifevest was alarming.   Per clinical review of the available ECG data, an arrhythmia was detected at 06:56:11 on (B)(6) 2020. ECG shows idioventricular rhythm at 90 bpm degrading to ventricular tachycardia (vt) at 105 bpm to 110 bpm with CPR/motion artifact. The device properly detected vt. However, the hr was below the threshold for treatment. Therefore, the patient was not treated by the lifevest. Bradycardia status was detected intermittently from 07:22:28 to 07:31:47. The rhythm then slows to idioventricular rhythm at 90 bpm with CPR/motion artifact. The patient rhythm then degrades to ventricular fibrillation (vf) with CPR/motion artifact. The patient received a non-lifevest defibrillation; rhythm at time of treatment was vf with CPR/motion artifact. Post shock rhythm was CPR/motion artifact. The patient was in vf for 2 minutes 22 seconds before receiving the treatment. The rhythm then transitions to sinus rhythm/sinus tachycardia from 60 bpm to 100 bpm from 06:55:08 until the device shutdown at 07:35:10 on (B)(6) 2020. CPR/motion artifact prevented the lifevest from treating the patient from 07:02:56 to 07:05:18. The device was removed when the patient was in a life-sustaining rhythm of sinus tachycardia at 110 bpm. There is no indication that a device malfunction caused or contributed to the patient's death.